Manufacturer narrative:
This report and the information submitted under this report do not constitute an admission that the device or (B)(4). Or any of its employees caused or contributed to the event described herein or that the event as reported to (B)(4) actually occurred. Also, the esg wouldn't connect when I attempted to submit this report several times on friday, (B)(6) 2020.

Event description:
The consumer states that he has had three packs of brush heads deteriorate and break within only a couple days worth of usage. The brush head broke while it was in his mouth. He is able to hold the brush head in one hand and hold the broken piece in the other hand. He had been using this particular brush head for less than a month. The consumer was not injured. We are reporting this as a potential choking hazard.